Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the one-week post implant follow-up, the physician observed high ventricular lead impedance (>3000 ohms). However, normal pacing was reported, and there were no patient symptoms. Furthermore, no irregularities were observed in the recorded memory of the device. The physician suspected a poor connection, but this could not be confirmed by applying pressure to the implant site or by x-ray. Lead dislodgement also could not be visualized by x-ray. An intervention was performed on the following day, and the lead was confirmed to have been fully inserted, and the physician was able to remove the ventricular lead connector from the device by pulling "strongly" w/o loosening the set-screw. The physician also observed blood residue inside the port. Psa measurements on the lead were normal. Another pacemaker was subsequently implanted. The physician further indicated that no abnormality relative to lead connection was incurred during the implantation of the subject device.